Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day as the onset, the patient was hospitalized for the peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient was treated with ancef ip (dose and frequency was unknown) for peritonitis. The patient was recovering from the peritonitis. The patient was not performed dialysis at the time of this report. They would restart pd therapy at the end of the month. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4) this report involves the same patient as in (B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot number(s) h13i04032 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.